Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached while outside of the patient. The case was completed using an alternate procedure (turp). Outcome: no injury to the patient. Gland volume: 80 ml joules used: 30.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached; the glass cap exhibits mild detritus adhesion; the glass cap exhibits severe devitrification with cratering; there is no sign of the bevel edge melted; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the product analysis results, the product complaint of "fiber cap detached" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.